Event description:
On (B)(6), 2009, the patient underwent treatment for an abdominal aortic aneurysm with a cook zenith stent-graft and two gore excluder aaa endoprosthesis contralateral legs. On (B)(6), 2009, another contralateral leg was placed.

Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications.